Event description:
Quest received a complaint from a kitpacker. The kitpacker's customer reported that a quest valve "failed to suck air into the cardioplegia line." Quest followed up with the kitpacker. The quest vent valve was placed 2 inches from the roller head on the cardioplegia antegrade line. Bypass surgery was being performed. When the customer first started cardioplegia delviery, the customer noticed that blood was dripping from the red dome of the vent valve. There was approx 10 cc of blood loss. The valve was replaced and the case continued without further incident. The recovery of the pt was not delayed as a result of this incident (the pt stayed in recovery the expected amount of time).